Event description:
The customer reported via phone call that they needed assistance with programming the insulin pump. Customer was attempting to bolus, but the insulin pump was not working. The customer's blood glucose was 450 mg/dl . Customer treated their blood glucose with a manual injection. The customer also assisted with rewinding the insulin pump. It was also found the customer was currently hospitalized for a non-diabetes related event. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.